Event description:
Fractured security wire [customer].

Manufacturer narrative:
We initial received the complaint on 05/27/2026. Further information and clinical data were requested. The information that led to the determination of reportability was made available on 06/25/2026. The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.